Event description:
Surgeon reported a pt post zero-p, plate and screw implantation returned to the office; an x-ray showed a non-union and a broken screw in the supplemental plate. Surgeon removed the hardware. This is three of three reports for this event.

Manufacturer narrative:
Additional information has been requested. Implant date approx (B) (6) 2009. Synthes is unable to provide the manufacturer, PMA/510k number and/or the date of manufacture without a lot number provided or the returned subject device. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number no device history record review can be requested.